Manufacturer narrative:
The device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a 6f .070-inch multipurpose (mp) a2 100cm infiniti diagnostic catheter was found to be separated upon opening, when the operator was preparing to start the procedure. Upon opening the inner package, the separation of the tube body was observed. The reported issue described as ¿broken¿ referred to the catheter head end being separated from the tube body when the package was opened. Another infiniti catheter was used to complete the procedure. There was no reported patient injury. The intended procedure was transcatheter aortic valve implantation (tavi). The product was stored and handled according to the instructions for use (IFU). Upon opening the inner package, the separation of the tube body was observed. The inner package was torn open, and the cardboard was attached together with the catheter. No other damage was noted. There was no difficulty removing the device from the sterile packaging. The device will be returned for evaluation. A picture was provided for review.

Manufacturer narrative:
As reported, a 6f .070-inch multipurpose (mp) a2 100cm infiniti diagnostic catheter was found to be separated upon opening, when the operator was preparing to start the procedure. The reported issue described as ¿broken¿ referred to the catheter head end being separated from the tube body. Another infiniti catheter was used to complete the procedure. There was no reported patient injury. The intended procedure was transcatheter aortic valve implantation (tavi). The product was stored and handled according to the instructions for use (IFU). The inner package was torn open, and the cardboard was attached together with the catheter. No other damage was noted. There was no difficulty removing the device from the sterile packaging. The device was not returned for evaluation as anticipated. One picture related to the reported malfunction on the product cath f6inf tl mp a2 100cm 2sh was attached to the complaint file. The image shows the distal section of one catheter with separation of the catheter body. The separation did not occur at the fusion point or at the distal tip. Elongation and irregular edges are visible at the separated area, and no additional notable features are observed in the image. A separate condition on the catheter body can be seen; however, based solely on picture analysis, it is not possible to determine whether the observed condition is related to manufacturing. The lot number for the affected device is unknown; therefore, a product history review could not be completed. The reported ¿brite tip/distal tip ¿ separated¿ was seen during the photo analysis the exact cause could not be determined based on the image review and handling factors cannot be excluded. Users are trained to inspect for signs of damage prior to and during use. Any product with damage is not to be used. Information for safety is provided in the product labeling with the intent of making the user aware of the risks. According to the instructions for use (IFU), ¿to prevent damage to the catheter tip during removal from the package, grasp the hub and withdraw the catheter.¿ based on the available information and photo analysis, there is no evidence to suggest the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.